Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 110 mg/dl (glucotrend) and 265 mg/dl (active). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer used active test strips with a glucotrend 2 meter. Per the active test strip labeling, active test strips are to only be used with active meters. The returned glucotrend meter was tested with appropriate retention test strips and all testing was acceptable. The returned active strips were tested with a retention active meter and all testing was acceptable.